Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. Low bg cause was not known. The customer received third party assistance from their husband, who provided the customer with juice to address bg. This event did not cause an injury. The pump was replaced, and recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. D4 (serial number), d9, h3, h4, h10, h6 (remove 10, 120, 213, 23, and add 67,4114,3221).